Event description:
Information received by medtronic indicated that the insulin pump screen was black. Customer stated that they jumped in swimming pool and insulin pump started buzzing and display was blank. Customer stated the display was not blank less than 30 seconds and did not returned. Customer stated that the contact on the battery cap was neither missing nor damage. Customer stated that battery compartment was damaged. Customer stated that the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w - unknown. Unable to verify unit not received stuck in manufacturing mode due to critical pump error (open book image). Unit powered up properly after the test battery was installed. No blank display noted. Unit received with critical pump error (open book image) and unable to download due to corroded electronic assembly. The motor and force sensor was also corroded. No buzzing anomaly or audio/vibrate anomaly noted. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.